Manufacturer narrative:
Imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2023. During the procedure, the physician was attempting to cannulate the bile duct and when the nurse bowed the device, the cutting wire anchor was dislodged from the catheter, causing a concern on not to injure the patient or damage the scope. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.